Manufacturer narrative:
The device history report review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Both tamper seals were found to be intact. The top case was cracked by the left and right bottom corner. The left plunger case was cracked by the screw bosses. No visible contamination. The event history log showed a motor rate error. Occlusion test was performed and the device passed all the functional tests. The motor rate error was duplicated using the same infusion rate as the customer (944 ml/hr). The reported problem was caused by the main print circuit board (pcb). The main pcb came out of the extrusion grove making the motor sensor not to sense motor rotation. This was caused by physical impact. The reported problem was caused by the customer. Main pcb was re-seated and re-aligned. The top case, left plunger case and tube seal were replaced. The power up process was performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a motor rate error appeared. The pump will not move when start button is pressed. No patient injury was reported.